Event description:
During a rectum procedure, the footswitch cable was broken during the procedure. Changed to use another one to finish the procedure. The color of the cable is black. There was no patient consequence.